Manufacturer narrative:
Per -3111 combined report. It was reported that the patient had developed a fracture post op which the surgeon believed was down to the patient doing to too much activity too quickly. It was confirmed that the explanted devices could not be returned for examination. Operative notes, x-rays, patient details and an update on the patient was requested. A post primary x-ray was provided, and it was stated that the patient was 74 years old with a high activity level and was doing fine post revision. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. No further investigation can be conducted with the information available. However, based on the comments from the surgeon it has been concluded that the cup loosening occurred following a stress fracture of the pelvis post primary due to the patient returning to normal activities too quickly after surgery. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ecima liner after approximately 8 months due to cup loosening.